Event description:
It was reported the interrogation wand has a short in the area where it connects to the programmer. It was also reported that the connector for the radio frequency rf) head is loose and needs to be wiggled to get the rf head to work. The programmer and rf head were returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 analyzer; product ID 2067l rf (radio frequency) head. (B)(4).